Event description:
It was reported that the touch pen was not functioning on the programmer. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the stylus connector on the main processing unit board was loose. The stylus was also damaged and did not react properly with the screen. It was also noted that the programmer failed the antenna test.

Event description:
It was reported that the touch pen was not functioning on the programmer. The programmer was later returned to the manufacturer. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).